Event description:
The doctor claims that the graft was implanted in a patient to repair a leaky abdominal aortic aneurysm. After the clamp was released, a [large] clot formed immediately. The clot was then removed. The clamp was released a second time and another clot formed. The patient expired.

Event description:
On 12/5/2002, co received the following additional and updated info from the dr: the pt had a ruptured aneurysm. No anti-coagulation agent was used for the first two clotting events. Heparin 1:150,000 was used for the third clotting event and did clear up the clot within the graft. However, another "huge" clot formed within the graft. The pt died within 24 hours after the repair attempt. The dr stated that the death was directly related to the unsuccessful repair. The graft was left in the deceased.

Event description:
On 12/5/2002, co received the following additional and updated info from the dr: the pt had a rutpured aneurysm. No anti-coagulation agent was used for the first two clotting events. Heparin 1:150,000 was used for the third clotting event and did clear up the clot within the graft. However, another "huge" clot formed within the graft. The pt died within 24 hours after the repair attempt. The dr stated that the death was directly related to the unsuccessful repair. The graft was left in the deceased.